Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. The 87% stenotic lesion was located in the severely tortuous and severely calcified right coronary artery. The physician predilated the lesion with a 1.5x20mm maverick balloon and then advanced the 2.5x38mm promus element stent to the lesion but was unable to cross. The procedure was completed with another 2.5x38mm promus element stent. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: visual and microscopic examination revealed that the proximal stent struts on the first row of the stent were damaged. The outer diameter of the undamaged portion of the stent was measured and met specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).